Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was in a car accident on (B)(6) 2010, 6 days after a very successful programming session. The pt sustained no injuries in the accident. In (B)(6) 2011, the pt moved and began to feel a decline in therapy and a loss of therapeutic effect. Following an assessment, the right side appeared to be worse than the left side. In (B)(6) 2011, the pt was reprogrammed by the healthcare provider (hcp). When the hcp attempted to program the right lead (right hemisphere), she noted a significant ipsilateral effect from time to time. The hcp reported no one else could have switched lead numbering as she was the only one who programmed the pt. It was also noted that movement did not cause stimulation changes. Impedance readings were within normal ranges. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.